Event description:
Healthcare professional reported rupture on unknown side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening and broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp opening and broken on posterior assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported rupture on right side. Device has been explanted.